Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows that the placement signal was 100/70 at the start of the case and gradually decreased to 60/20. A motor current spike was reported during the case without affecting the pump performance. Several suction alarms were noted, with some fluctuations in motor current while running on a steady p-level. None of the 5s optical signal parameters were affected during the case. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided regarding the patient condition during the case run. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. The complainant reported that the placement signal was reading lower than the a-line. The nurse was walked through disabling the alarm and support continued uninterrupted. The patient expired.